Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the universal surgical manipulator 1 (usm) moved completely on its own while docking the system. An intuitive surgical inc. (Isi) technical support engineer (tse) advised that the system might had the grab and go clutch feature activated by outside interference. The system error logs showed no issues during procedure. The procedure was completed with no report of patient injury. An isi followed up with the initial reporter and obtained the following information: the procedure was completed robotically with a delay of 10-15 minutes.

Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer followed up with the customer and was advised that the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history shows patient identifier (B)(6) is related to patient identifier (B)(6) (this complaint). No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the prostatectomy procedure was performed on the reported event date (B)(6)2022 via system sk3208. This complaint is reportable malfunction event due to the following conclusion: it was alleged that usm1 moved freely with uncontrolled motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.